Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient expired. The medical center mentioned the patient had several strokes. A cause of death was not provided. The medical center decommissioned the left ventricular assist device (lvad) after the patient expired. No alarms were reported. Log files were not provided.

Manufacturer narrative:
B5 - correction to event description. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. It was reported that the patient had several strokes and failure to thrive. No alarms were reported. Log files were not provided. The death was not considered device related and the device operated as expected.